Event description:
Temperature fluctuating during heating cycle from 87 degrees to 97 degrees celsius. Second hand piece obtained with no improvement in temperature stabilization. The surgeon made the determination to abort the ablation portion of the procedure. Manufacturer response for temperature controller, ethicon thermachoice 2 controller (per site reporter): wants the device returned to them.